Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. The device was unable to undergo the displacement test due to no button response. The following cosmetic damage was also found: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a cracked belt clip slot.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 220 mg/dl. He was trying to change his infusion set but all of the keys stopped responding. Troubleshooting was initiated for the keypad anomaly. The customer stated that he went kayaking prior to the keypad issues, but that the pump was in a waterproof pouch. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.